Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting on the pump, the customer experienced elevated blood glucose levels ranging from 299 to the high 500's (mg/dl). To address elevated bg level, the customer delivered correction boluses and changed the supplies on the pump. Reportedly, the suspected cause of the elevated bg level was possible due to the settings needing further adjustment. System check with tandem technical support showed that the pump was performing as intended. It was confirmed that the customer would consult with clinical diabetes educator (cde) regarding diabetes management.